Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Device malfunction: loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. During step 3 (thumb advancer step), loss of resistance occurred and the device came out of the pt's artery. Hemostasis was achieved by manual compression. There were no reported adverse pt sequelae. Though requested, no add'l info available.